Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('isthmus of each fallopian tube are coiled pieces of foreign material consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic pain, menorrhagia, nabothian cyst, adenomyosis and leiomyoma nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (obotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: discrepancy in essure removal date -(B)(6) 2018 and (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Event medical device removal was deleted and new events : pelvic pain and isthmus of each fallopian tube are coiled pieces of foreign material consistent with essure coils were added. New reporters, concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.